Manufacturer narrative:
Vyaire complaint number: (B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr ran unit for 2.5 hours and could not duplicate the problem. Spoke with the rt and he stated the fio2 was set to 40% but was delivering 100% as confirmed by the avea monitored value and an external o2 sensor. Fsr informed the biomed this is probable an intermittent issue with the gde. Fsr replaced the gde then performed operational verification procedure and user verification tests. The unit passed all test and runs according to manufacturer's specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported fio2 inaccuracy occurred in avea ventilator. The customer confirmed that there was no patient involvement associated with the reported event.